Event description:
Procedure type: mastectomy/reduction mammaplasty. According to the reporter: pt mentioned that she removed a few very tiny spitting sutures on her own from her right breast. Unsure if they were v-loc or monocryl. Pt experienced wound dehiscence.

Manufacturer narrative:
(B)(4).